Event description:
As reported, approximately nine years post initial right tka, the female patient was brought back for right knee pain. The poly insert was removed with the help of an osteotome. The tibia was checked and found to be loose and removed. The femur was checked and found to be loose and removed. The patient was revised to a knee size 2 truliant logic cc femur, press fit stems, size 1 tibia and a 17 cc insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to patient requested implants.

Manufacturer narrative:
Section d10: concomitant products: - logic tibia ps mod insrt sz 2.5 11mm (case# (B)(4)/ serial# (B)(6)). - lgc tibial fit tray cem sz 2.5f / 1.5t (cat# 02-012-45-2515 / serial# (B)(6)).

Manufacturer narrative:
H3: the revision reported was likely caused by an insufficient bond between the components and the bones, which led to aseptic (non-infected) femoral and tibial loosening. Failure of the cement used to secure the femoral component and tibial tray to their respective bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed as the devices were not returned for evaluation. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.